Manufacturer narrative:
The product was not returned at the time of submitting the medical device report. The lens met all mfg specs prior to release. All pertinent info available to abbott medical optics (amo) has been submitted. Should new info be received that changes the facts/and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that the pt was not happy with vision results and lens was explanted. No pt complications and no pt injury was reported.

Manufacturer narrative:
The explanted intraocular lens was received at our manufacturing facility. A visual inspection was performed and showed that the lens was cut in half. Further, no optical deviations were found. A review of the manufacturing records showed no deviations. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, an additional supplemental report will be submitted. Placeholder.